Event description:
On (B)(6) 2014, the reporter contacted animas alleging hyperglycemia associated with alleged display malfunction. The reporter stated that the display screen was dim and difficult to read and did not know when the alleged dim display issue started. It was reported that on (B)(6) 2014, the patient's blood glucose was 501mg/dl with symptoms of extreme drowsiness/difficulty waking up/confusion, extreme atypical thirst (polydypsia), excess urination and no reported ketones. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient remained on the pump. It was reported that today ((B)(6) 2014) the patient¿s bg was 87mg/dl. Reportedly, the patient¿s healthcare professional had not adjusted pump settings before or after the alleged event. This complaint is being reported for alleged pump malfunction where a dim display that was difficult to read resulted in alleged hyperglycemic event.

Manufacturer narrative:
Follow-up #1: date of submission 08/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display was observed to be dim and the letters had a red hue. Unrelated to the initial complaint, the daily insulin delivery totals appeared inconsistent due to a time/date issue. The pump passed a delivery accuracy test and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.